Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Will not be returned to manufacturer.

Event description:
Caller states customer received result of 300-something (mg/dl) on the advantage system. Customer called her physician, who advised her to drink lots of water. Customer drank six 16 oz glasses of water over 2 hours. Customer reportedly felt anxious and was taken to the hospital. Approximately 3 hours after testing 300-something, customer tested 100- something on professional device. No treatment for diabetes was administered. While at the hospital the customer was diagnosed with congestive heart failure, requiring treatment with a defibrillator. Requested return of suspect device; however, customer discarded the system; replacement was sent.